Event description:
Customer stated that the pressures were good but he couldnt get the required volume delivered - he removed the vent and put a servo u on and the problem was solved. Can you have a look at the logs and see if you can find anything. Customer is going to carry out the pm testing today and see if that turns anything up. Let me know if I missed any logs that you might need. The vent was only powered on again today since the issue so the incident in question should be easy to spot. Thank you

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be a flow sensor failure. There was no patient or user harm.